Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B5: describe event or problem: updated.

Event description:
The method used to achieve hemostasis was provided. The method used to achieve hemostasis was a new prostyle device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was arteriotomy closure of an the right common femoral artery using a prostyle device after an ablation with retrograde (arterial) access interventional procedure using an 8f sheath. Reportedly, a suture separation occurred when the plunger was removed. A new prostyle device was used to achieve hemostasis. The method used to achieve hemostasis was not provided. No additional information was provided.